Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to multiple flipped bits. A device software download was successfully performed. Analysis found that the device was at normal elective replacement indicator.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for a routine transtelephonic pulse generator check. Electrocardiograms revealed a pacing rate of 67 beats per minute. Magnet application was unable to initiate a response from the pulse generator. The patient was asymptomatic. On (B)(6) 2015 the patient was brought into the hospital for follow up and upon interrogation, the device exhibited backup vvi operation. The device had reached elective replacement indicator and a software download could not be performed. The device was explanted and replaced. There were no adverse consequences to the patient.